Manufacturer narrative:
.

Event description:
On (B)(6) 2013, the physician reported that the patient presented that day with aspiration pneumonia and tachycardia. The patient's father reported that this issue has been going on for the last month after the patient's device was replaced. The physician informed that the patient's generator was replaced in august, so the events were not suspected to be related to the replacement surgery. However, they could be due to the settings or unrelated. The vns device was disabled because the patient was going in for a MRI. However, the hospital cancelled the MRI for unknown reasons and the device was turned on again. The relationship of the tachycardia and aspiration pneumonia to vns is unknown. The hospital did a swallow study unrelated to vns. No other information has been provided.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR omitted information regarding the patient¿s hospitalization. This report is being submitted to correct this information.

Event description:
The patient was hospitalized for the tachycardia and aspiration pneumonia.